Event description:
It was reported that merlin.net transmission showed episodes of non-sustained myopotential oversensing. It was recommended to bring patient in clinic for further troubleshooting and reassessing for noise. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.